Manufacturer narrative:
The catheter was returned due to cardiac perforation. As received, a catheter was returned in one piece. Visual and x-ray inspection of the catheter did not find any anomalies. After cleaning, the device was able to be removed with no restrictions. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after inserting the delivery catheter into the right ventricle, the patient's blood pressure dropped. An echocardiogram was performed, and a pericardial effusion and cardiac tamponade were observed at two perforation sites. The aveir delivery system was retrieved and pericardiocentesis was performed. The patient's blood pressure was stabilized and hemostasis was achieved. The implant was aborted, and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.